Event description:
It was reported a patient death occurred from postoperative bleeding after a laparoscopic appendectomy. The surgeon states the staple line was inspected and was intact when the case was completed; at the time of inspection, there was no bleeding. However, forty-eight hours post-op, the patient expired from internal bleeding. Ees medical monitor spoke with the risk manager to obtain additional information regarding this event. The risk manager indicated that the patient's hemoglobin initially dropped to 9 and ultimately to 7 following this procedure and the patient underwent exploration approximately 18 hours after the appendectomy. Bleeding was controlled; however, the patient subsequently expired about 30 hours post operatively. The surgeon advised the risk manager that the "staples cut the artery" and it was his belief this was why the patient died. The family has refused a post mortem examination. The device status is unknown.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.